Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 22-sep-2025. Investigation summary: bd received one used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for clog with the incident lot was not observed. Additionally, 12 retention samples from bd inventory were evaluated by visual inspection and leak testing and no issues were observed relating to clog as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® blood transfer device, blood did not flow. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® blood transfer device, blood did not flow. No adverse impact was reported regarding the patient or user.